Manufacturer narrative:
(B)(4).

Event description:
Procedure: unk. According to the reporter: a doctor confirmed the jaw could not be closed completely to grasp the tissue firmly. There was unanticipated tissue resection. New one was opened to complete the case with no problem. Operating time was not extended. It is unknown whether reinforcement material was used.